Event description:
The patient was a difficult IV start. Staff applied two warm packs, both with sleeves, to the patient's bilateral forearms. This was done in an attempt to enhance vasodilation & facilitate ease of IV insertion. The patient complained that the sites were warm and beginning to hurt. When the packs were removed, a fluid filled blister measuring 2cm x 2cm was noted on the left posterior forearm and another fluid filled blister measuring 1cm long x 0.5cm wide was on the right posterior forearm. The rn notified the physician. Both sites were cleaned and dressed with a dressing. There were no changes to the patient's plan of care. An IV was started in another location.